Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, of 111 patents implanted, two cases of mesh exposure were identified one year after the post-operative visit. One patient underwent a mesh excision in the posterior vaginal wall, and the second patient was treated conservatively with vaginal estrogen.